Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: hip-unk-cup, hip-unk-liner, hip-unk-head. G2: japan. H6: component code mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Citation: kurishima, hiroaki; yamada, norikazu; noro, atsushi; tanaka, hidetatsu; takahashi, shusuke; tsuchida, kyota; mori, yu; aizawa, toshimi (2025). Preserving medial iliofemoral ligament avoids excessive leg lengthening in total hip arthroplasty using anterolateral-supine approach. Journal of orthopaedics, 60, 29-34. Https://doi.org/10.1016/j.jor.2024.09.004.

Event description:
A journal article was retrieved from the journal of orthopaedics (2024) that reported a single-center, retrospective case control study from japan. The purpose of the study was to compare postoperative leg length discrepancy (lld) after total hip arthroplasty using the anterolateral-supine approach (alsa tha) with or without medial iliofemoral ligament (milfl) preservation and examined the effect of the remaining milfl on postoperative lld. The study reviewed 341 hips in 339 patients (preservation group: 283 hips/281 patients; resection group: 58 hips/58 patients) between june 2015 to december 2022. An anterolateral approach was performed by a total of seven surgeons. G7 and continuum cups (zimmer biomet, warsaw, in, USA) were used with flat liners in all cases. Taperloc complete (full-length and microplasty), cls spotorno, fitmore, alloclassic, wagner cone, cpt, avenir complete, and kinective (zimmer biomet) were used as femoral implants. The leg length discrepancy prior to the initial hip arthroplasty was a mean of 7.8mm (range 0-15mm) for the p group and 7.1mm (range 0-15mm) for the r group. The study population had a mean age of 66 years within the p group (range 24-92 years) and 67 years within the r group (range 37-87 years) at time of surgery; (p group 31 males/352 females; r group 12 males/46 females). Follow-up was conducted for data analysis without discussion of intervals or length. The study reported a reoperation on one patient within the r group due to an infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.